Manufacturer narrative:
This complaint is not confirmed. The returned sample had been examinated thoroughly. The catheter had been torn off at 8,5 cm. Further the catheter had been cut at 25,1 cm for unknown reason. The microscopic examination showed the typical fracture pattern for high tensile force with a rough breaking surface and a stretched tube with elongation marks at the distal fragment. Checking the batch history specifications of the product were confirmed. This is the 3rd complaint for that batch but the first for this reason of complaint for code 1261.306. We have an explicit warning in the products IFU: "do not over stretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism." No further corrective action initiated by quality management.

Event description:
Catheter should be pulled on (B)(6) 2016 - could only be withdrawn 10 cm - pushing cannula forward again to unload the vascular-site - catheter snapped when trying to pull it again; catheter fragment remained inside the vein but could surgical removed without problems

Manufacturer narrative:
The device was returned to the manufacturer for device evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Catheter should be pulled on (B)(6) 2016 - could only be withdrawn 10 cm - pushing cannula forward again to unload the vascular-site - catheter snapped when trying to pull it again; catheter fragment remained inside the vein but could surgical removed without problems